Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 267 mcg/day) via an implanted pump. The patient¿s medical history included intractable spasticity. The indication for pump use was not reported. It was reported that the patient had her entire device system explanted due to infection. There were no environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. The issue was resolved at the time of this report and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.